Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) is complete. The reported problem (unable to complete detect and treat testing) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the ECG a and b cable was cut severing the internal wires. The cause of the test failure was the cut cable. The root cause of the cut cable cannot be positively identified but was likely due to physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was unable to complete the detect and treat testing.